Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported an implantable neurostimulator (ins) pocket issue and the patient was having a pocket revision on the day of the report. The pocket revision was due to the ins flipped in the pocket and was uncomfortable for the patient. The patient was revised and the pocket was made more comfortable. At the time of the report, the ins pocket issue had been resolved. The ins was sutured down to resolve the issue. It was unknown when the patient first started experiencing the pocket issue. Relevant medical history included spinal pain.